Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The peritonitis was manifested by abdominal pain. The patient was not hospitalized for the event. The patient was treated with intraperitoneal vancomycin (dose, frequency, and duration not reported) and intraperitoneal gentamicin (dose, frequency, and duration not reported) for peritonitis. Action taken with therapy was not reported. Though no report of a breach in aseptic technique was reported, the patient is to be retrained on proper aseptic technique. At the time of this report, the patient is recovering. No additional information is available.